Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the process of searching the long sheath for the mouth of the coronary sinus, coronary artery dissection was noted, and the patient's vital signs fluctuated greatly. The procedure was abandoned, and an elective procedure was performed after the recovery of the dissection. The patient did not experience adverse health consequences.